Event description:
Between two follow-ups separated by 6 months, a battery longevity decrease of 51 months was observed. The end of life was displayed at 33 months.

Manufacturer narrative:
January 18, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Residual longevity estimation. Code (other): changes in programming explain the difference between the residual longevity estimation and are therefore correct. The device operated as specified and there is no pt safety issue. Conclusion: changes in implant programming explain the difference between the residual longevity estimation calculated in june 2008 (implant was operating in safer pacing mode, ventricle was not paced), and the new one calculated in january 2009 (implant was operating in ddd pacing mode; ventricle was paced all the time). Residual longevity estimations are therefore reliable.